Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer rails had been broken and were sticking out a few inches, and the drawer would not close. A field service engineer had found a missing bumper and a migrating bearing retainer. Examination showed that the bumpers had been missing or damaged, which had led to the migration of the bearing retainer and the subsequent loss of ball bearings. The engineer had replaced the defective components to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had broken rails that were sticking out a few inches, and the drawer could not be closed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.